Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and sometimes it was low. The customer reported that patient's blood glucose at time of incident was 38mg/dl. Patient's current blood glucose was 446mg/dl. The customer treated low blood glucose by drinking a soda. Customer states the drive support cap appears normal. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.